Event description:
It was reported that the 6600 system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The communication board and software were replaced during the service call. The system was tested and found to be working as intended, and put back into service.